Event description:
Concentrator threw a fireball approx 8 feet across a room. The fireball struck the cannula and ignited burning. The pt was burned around the mouth and nose. She did seek medical treatment. Burns on the carpet.

Manufacturer narrative:
Homecare provider reported that the pt was okay and they feel strongly that the pt was smoking and ignited the cannula. The oxygen concentration is undamaged. The insurance carrier for the homecare provider is presently having them hold the oxygen concentrator. Airsep will be evaluating the device once it is returned and send a f/u report.